Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the device sample to be returned for evaluation. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that there was a leak at the junction of the catheter body and primary extension lines. Only a blood drop comes out of the leak and spoils the catheter dressing. This is how they found the leak. The catheter was removed and replaced without incident.